Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 46. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, swelling and bleeding. No further patient complications were reported.